Manufacturer narrative:
Lumenis investigated the reported events by contacting the initial reporter several times by email and phone to request patient data, treatment settings and patient photographs. The facility returned partial patient data and treatment settings. No photographs were provided. Furthermore, the facility reported that four (4) patients had healed. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. Furthermore, the expert found the energy meter protective glass was dirty and pitted on the hs side. No device malfunction was reported or observed. A review of device labeling states the following: "for accurate energy calibration, the handpiece tip and energy meter window must be clean and free of condensation." A review of lightsheer duet hs/et product risk file shows this is an anticipated risk (# 1.1.3.5 in risk file rd-1084050_l) which has been quantified and found to be unlikely to lead to a serious injury if the malfunction were to recur. Review of the subject device's DHR showed it was manufactured according to relevant procedures, tested before release according to specifications. Based on the information above the most probable root cause is user error, failure to follow manufacturer maintenance instructions. No corrective or preventive actions are required at this time. Lumenis will keep trending similar complaints per sop global complaint handling process ((B)(4)). Lumenis could not determine if four (4) patients had healed within 30 days of their treatment, although today they are fully healed. Because of the lack of information and in an abundance of caution lumenis is reporting the event as a serious injury.

Event description:
A foreign distributor reported that four (4) patients sustained burns following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention had been received except for the initial report from the user facility.